Event description:
Customer reported that the 840 ventilator shows battery inoperable while on a patient. The patient was not harmed or injured as a result of the event. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended running the extended self-test (est). Battery test and run vent on a normal mode without alternating current (ac) power. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).